Event description:
It was reported that during a sleeve gastrectomy procedure after the third firing with a green reload when the surgeon opened the device there was one perfect staple line on the patient side and three perfect staple lines on the specimen side. The surgeon fired the device again with a new green reload and continued the case with this same device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as incomplete staple line was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).